Event description:
It was reported that treatment was being attempted on a heavily calcified rca lesion. Two guide wires were used for the procedure. The zeta was advanced over one of the guide wires. While pulling back the other guide wire, the shaft of the stent delivery system was sheared in two. Both segments of the device were removed successfully from the pt without the use of add'l equipment or medical intervention.